Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-25. H6: investigation summary one protector connected to a vial was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or membrane of the vial stopper and the needle of the protector penetrated the rubber stopper properly. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue and no leakage was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, we are notable to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked irinotecan during use. The following information was provided by the initial reporter, translated from japanese to english: "during preparation, chemo leakage occurred. The drug used is irinotecan. According to the customer's report, similar incidents have been occurring frequently with p14j."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j leaked irinotecan during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation, chemo leakage occurred. The drug used is irinotecan. According to the customer's report, similar incidents have been occurring frequently with p14j."